Event description:
It was reported that prior to an implant procedure, the extension was noted to be bent. The extension was bent in the package. The tip was also sealed into the package. The extension was not used and another extension was used to complete the procedure. There were no patient injuries.

Manufacturer narrative:
Product ID: neu_wrench_acc, serial# unknown. Product ID: neu_tunnelingtool, lot#, serial# unknown. Extension model: 37085-60, lot#, serial# (B)(4). Final device analysis for extension (B)(4) revealed that the device had moved inside the tray. Per returned paperwork, product may have moved prior to opening and the extension may have bent in the process. Final device analysis for the wrench (no lot/serial) revealed the torque test was out of specification. The torque test was beyond the high limits at 6.2 oz/inch (limit at 4 oz inch within .5 oz/in). Final device analysis for the tunneling tool (no lot/serial) revealed no anomalies. Wrench. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).